Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024, the patient experienced an occlusion alarm, which caused the patient's blood glucose (bg) to rise to 293 mg/dl. The patient went to the healthcare provider's office to receive mdi (multiple daily injections) to address the high bg. The patient declined to use another infusion set to determine the cause of the occlusion. During troubleshooting the issue, it was reported that the alarm did not recur. It was likely that the blockage occurred at the site, but the exact cause of the occlusion could not be determined as the patient declined to use another infusion set and mentioned having scar tissue. Additionally, the patient did not test for ketones. No further information available.